Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced both hyperglycemia and hypoglycemia. The customer¿s blood glucose was 400 mg/dl and 47 mg/dl. The customer¿s other blood glucose values were 343 mg/dl, 45 mg/dl, and 321 mg/dl. The customer was not treated for the low blood glucose. The device will not be returned for analysis.